Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, interaction with other products used during the procedure, anatomy, calcification, or tortuosity. It was reported that the lesion was moderately tortuous, heavily calcified, and 100% stenosed, which could have contributed to the balloon rupture. Without a returned product for analysis, a cause for the balloon rupture could not be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was in the mid lad with moderate tortuosity, heavy calcification, and 100% stenosis. After advancing a guide wire to the chronic total occluded (cto) lesion, the voyager rx was delivered; however, the balloon ruptured when inflated for the first time at 6 atm. No add'l event or pt info is available.